Event description:
The following is based on the medical records received from the patient's treatment facility. This peritoneal dialysis (pd) pt was hospitalized for upper gastrointestinal (gi) bleed after vomiting coffee ground material. He was diagnosed with reactive gastroesophagitis.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.